Manufacturer narrative:
Initial report reference number: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated will get supply from place of purchase.

Event description:
Consumer reported complaint for bent pen needles. Advocate is calling on behalf of the customer. Customer stated she was unable to her take her insulin because a lot of the pen needles were bent. Customer stated the pen needles had been bent when she had opened the box. The package was not open or damaged when received. The customer feels well and did not report any symptoms. The customer did not need medical intervention related to the use of the pen needles.